Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month is was not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify the event "clips were defective, so they couldn't properly covered the vessels." Was the clip malformed? Did the clip not hold after being applied on the vessels?

Event description:
It was reported that during an unknown procedure, the clips were defective, so they couldn't properly cover the vessels. It is unknown how the procedure was completed. There were no patient consequences.